Event description:
During placement of the catheter, a segment approximately 5cm long of the guide wire broke off in the patient. X-ray shows that the segment is extravascular and associated with a small hematoma. Catheter and segment of guide wire remain in patient. Section of guide wire that came out of patient. Section of guide wire that came out of patient. Being sent to malfunctiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.